Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "error code 550.320 during power up." This condition was found in the biomed department upon power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 550:320 was confirmed during product evaluation in the pump's event history. This condition was caused by the user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.